Event description:
Per independent repair center, customer alleged problem is alarming/red light. The key failure is the valve operator has 3 watts. Additional malfunction is the power switch has no alarm.